Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that they need help to regulate their stimulation because it seems like it's not working.  The patient stated that they called about 2 weeks ago and they helped , but it's still not working yet. The patient mentioned that they used to have a pessary inserted, and they thought it was the person who was not working right, but the doctor removed the pessary, and they are still having problems, and they are peeing all over. The agent asked the patient if they were able to increase their stimulation, and the patient stated that if they increase the stimulation, they get like an electric shock on the left side of their vagina, and it is very painful.  The patient confirmed that this is the same problem they have right now. The agent walked the patient through changing programs. The patient was able to successfully change programs and adjust stimulation to a comfortable level. The patient will maintain the stimulation level and will continue to track symptoms. .